Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11:this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl reconstruction and meniscus repair procedure, the t2 implant of the fastfix 360 was stuck at the needle tip despite an audible click sound when the deployment slider was pushed fully. The deployment slider was pulled back to the starting point and pushed fully to deploy the t2 implant, however no audible clicks were hear and the t2 remained stuck. T1 was removed using a grasper (B)(4). The procedure was resumed, with a non significant delay, using a similar s+n back-up. No further complications were reported.